Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by poor drain and cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the events. The patient was treated with ceftazidime and cepazoline sodium (intraperitoneal, for 14 days, dose and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized, and the peritonitis was ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.